Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has issue charging the ipg and patient does not have stimulation. In turn, ipg was inoperable. Reportedly, patient was taken to the surgery but high impedances were noted on all lead contacts. Ipg was not replaced. Surgery is pending for inoperable ipg.

Event description:
Additional information identified that surgical intervention was undertaken wherein the patient's scs system was explanted and replaced. Stimulation was turned on.